Event description:
The saf-t holders, a device used to attach to the end of IV catheter hubs to allow blood draws with lab blood tubes, were noticed to be failing. Once, one blood tube was filled and pulled off, the valve did not close allowing the blood to continue to spurt unchecked on the bed and floor. The entire device had to be disconnected in order to stop the flow of blood. Since that time, multiple rns in our emergency department have reported this type of failure. We are discontinuing its use in our facility. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: to draw blood efficiently from patients with IV access. Event abated after use stopped or dose reduced: yes.